Event description:
Patient reported obtaining back-to-back blood glucose results of 462 mg/dl, 457 mg/dl, 169 mg/dl, and 510 mg/dl on the voicemate system. Patient indicated that therapy was not modified based on these values. At the time that the results were obtained, patient indicated that she was feeling "flu-ish" (described as headache and weakness in arms, legs, and muscles).no patient injury was reported and no treatment was received. A level-one control test was performed on the voicemate system and the result was within acceptable range. Patient did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect product and replacement product was shipped. Voicemate system: voice unit, meter, comfort curve strip lot 549556 with expiration date 10/31/2008.

Manufacturer narrative:
The comfort curve test strips are the suspect device.